Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the patient/lay user contacted lifescan (lfs) USA alleging that their onetouch ultra2 meter would not turn on. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that the alleged power issue began between 10:30 and 11am on (B)(6) 2016. The patient manages their diabetes with oral medications (500mg metformin and 5mg onglyza per day) as well as with diet and/or exercise and did not make any changes to their normal diabetes management routine as a result of the alleged product issue. The patient stated that 15 minutes after the alleged product issue occurred they developed the symptom of "shaky", which they self-treated at 11:30am by consuming additional food and/or drink. At the time of troubleshooting, the cca noted that there was no misuse of the product and the patient was using the correct test strips. The patient's products were replaced and requested for evaluation. This complaint is being reported because the patient was unable to test their blood glucose on the subject meter which led to them suffering symptoms which are suggestive of serious injury after the alleged meter issue began.